Event description:
A report was received that the patient developed a headache which was mild in severity. The patient was treated with medication and event was not recovered/not resolved. The event was not related to the surgical procedure and it was related to the device.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the event was recovering/resolving.

Event description:
A report was received that the patient developed a headache which was mild in severity. The patient was treated with medication and event was not recovered/not resolved. The event was not related to the surgical procedure and it was related to the device.